Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient stopped using and charging the ipg, as a result the ipg became inoperable. The programmer reported a communication error. The ipg was explanted and replaced in a new pocket location which resolved the issue.